Event description:
The clinic reported that a pt who underwent an uneventful laser vision correction on (B)(6) 2001 was evaluated for an enhancement on (B)(6) 2011 and was diagnosed with keratectasia with loss of best corrected visual acuity. The pt's visual acuity in the right eye was 20/40 and in the left eye was 20/50. The pt was fit with a gas permeable contact lens.

Manufacturer narrative:
No clinical support or service was requested. Customer reporting incident only. All pertinent info available to amo has been submitted. Should new info that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.